Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to third of three mantis clip used in the same patient and procedure. It was reported to boston scientific corporation that a mantis clip was used in the stomach in a procedure performed on (B)(6) 2024. During the procedure, the physician deployed the mantis clip however, the clip has sort of kinked and did not grasp the tissue due to clip arm was bent. A third mantis clip was used; however, the same problem happened. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Note: a photo of the complaint devices outside the patient were provided by the customer and show the clip did not grasp to tissue due to clip arm was bent.

Event description:
Note: this report pertains to third of three mantis clip used in the same patient and procedure. It was reported to boston scientific corporation that a mantis clip was used in the stomach in a procedure performed on (B)(6)2024. During the procedure, the physician deployed the mantis clip however, the clip has sort of kinked and did not grasp the tissue due to clip arm was bent. A third mantis clip was used; however, the same problem happened. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Note: a photo of the complaint devices outside the patient were provided by the customer and show the clip did not grasp to tissue due to clip arm was bent. Additional information received on december 13, 2024: it was reported that the type of procedure performed was esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block b5 has been updated based on the additional information received on december 13, 2024.